Event description:
On (B)(6) 2011, pt reported she dropped her infusion device in a sink and the device was fully submerged in water for a moment. Pt stated the infusion device now shows an e8 (power interrupt), the menu and check buttons do not work and the up and down arrow buttons do not work. Pt reported she does not recall receiving the recall notice. Unable to troubleshoot due to pt having a meeting to attend. Pt stated she has already tried inserting a new battery. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.